Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient was hospitalized with elevated blood glucose readings and ketones. Caller stated patient was taken off of pump therapy and placed on IV insulin. Caller reported when patient's blood glucose and ketones had reduced sufficiently patient was placed back on pump therapy; patient's blood glucose levels and ketones began to rise again so pump therapy was stopped. Caller stated patient alleges the pump has not been delivering insulin when manually bolusing and due to communication issues between pump and meter patient has been unable to deliver insulin via the meter. Requested return of the alleged device for evaluation and replacement was provided.